Event description:
The disposable stapler malfunctioned. Ordered new one and returned equipment to the manufacturer. The stapler was used at the end of a laparoscopic cholecystectomy (lap/chole). The clips were not forming properly and a crunching sound was heard. That stapler was removed and another one of the same kind was used.